Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawers were failing around the cabinet. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found some debris around the station cabinet, some of the latch base were loose and adjusted it, reseated all the cable and its connection and replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer investigated the device. E1. Initial reporter facility name - encompass health rehabilitation hospital of sarasota